Event description:
Major pump unit(s) involved: device thrombosis. Additional text: power spikes, device malfunction. Specific component(s) involved: pump drive unit malfunction. Additional text: thrombus. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention: heparin. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.